Manufacturer narrative:
Breaker reset resolved issue temporarily. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that voltage supply issue caused boot failure outside clinical use on a allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.